Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker, insulin pump received with cracked and bleeding lcd glass.

Event description:
It was reported that the insulin pump had a crack by the battery area. Customer's blood glucose was 119 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.